Manufacturer narrative:
The device was not returned to olympus for inspection. The reported event could not be confirmed therefor a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Correction: d9 to no.

Event description:
No additional information received from customer.

Event description:
It was reported forceps/irrigation plug (isolated type), during cleaning, the part (metal tube) that connected the device to the scope had come off. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.